Manufacturer narrative:
Sak emh found hpc water flow coming apart, replaced damaged hpc with new. Customer also states foot paddle step on, yellow light show on the cavitron. Foot control is a two position foot control 1st position and second position, when completely pressed led will turn from green to yellow indication 2nd position, this is normal, refer to user manual. Verified tuning/calibration and tested all functions qa-is. Hpc 10230. No sterimate, power supply or power cord with unit.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While the customer was using a cavitron 300 series g310 they allege that the unit and the insert tips get hot. No injury was reported from the alleged event.